Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device did not respond to the front panel controls. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The technician observed damage to the device not consistent with typical use which resulted in the cause. The housing was physically damaged. Most noticeable is what appears to be impact damage at the bottom of the device. The front enclosure and damaged parts were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.